Event description:
General report received of undocumented number of undocumented incidents of delay of therapy due to alarm conditions. It was reported that during random infusions cassette alarms were received which required several IV set changes before the alarms would clear. The most common fluids infusing when the alarms occurred were tpn and lipids. There was also a report of cassette alarms occurring in the ICU during an infusion of dopamine for blood pressure support. No other information was available regarding this patient. There were no reports of patient harm. Information regarding the patient ages, genders or diagnoses was unknown to the reporter.